Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" and "textured" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation/anxiety/product/procedure was received on (B)(6)2022, with lot number 614582. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Anxiety/product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: brown particles observed on the surface of the shell. Crease fold observed. White calcification on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "deflation" and "textured" against right device. The device has been explanted.